Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had gi bleeding thought to be jejunal with low hematocrit (hct) levels and dark stools. A transfusion was performed. No alarms were reported. The patient was transferred to another hospital and an upper esophagogastroduodenoscopy (egd) was performed. There was no bleeding at that time and the patient was sent back to the original hospital and subsequently discharged on (B)(6) 2014, still on aspirin (asa) and coumadin. The patient was readmitted 2 hours later with chest pain and nausea. There was no peripheral edema. A chest x-ray showed mild pulmonary edema. The patient had slightly elevated troponin levels, inferior wall changes on EKG, and an unchanged echocardiogram. Two days later, on (B)(6) 2014, patient had elevated troponin and lactate dehydrogenase (ldh) levels, and the patient's chest pain resolved. A ramp study was performed that showed the left ventricle (lv) unloading but the aortic valve (av) staying open when pump power increased to 10,000 rpm. While in-patient with suspected thrombus, patient was treated with heparin, coumadin & asa. The patient was diagnosed with a large intracranial head bleed on (B)(6) 2014. The patient was aphasic with no movement on the left side of their body. Anticoagulation was reported to have been stopped for at least 2 weeks and the patient was being medically managed for stroke. The patient's ldh was reported to be 605 u/l on (B)(6) 2014 and according to the vad coordinator, may be ''potentially resolving.'. No further information is available.

Manufacturer narrative:
Age of device: 2 months. (B)(4). The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed. It was reported that the patient remained on lvad support for approximately 1 month after which the patient suffered a stroke and ultimately expired on (B)(6) 2015 (reference the manufacturer¿s medwatch # 2916596-2015-00342). No autopsy was performed and the pump was not returned for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.